Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) with an implantable drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 100 mcg/day (also reported as 150 mcg/day). The reason for use was intractable spasticity. It was reported that the rep went to see the patient on (B)(6) 2018 to turn their pump down to minimum rate. The caller reported that the patient had been unresponsive and was at the hospital when they met. The caller did not report anything at that time since there was no allegations at that time but they just wanted to have the pump turned down to minimum rate. The caller reported that the patient was in the hospital for about 8 days. The caller stated that they spoke with the managing healthcare professional (hcp) on the day before the call and ¿they were pretty certain that during the patient¿s last refill ((B)(6) 2018) there was a pocket fill.¿ the rep stated that the hcp checked the pump reservoir sometime between (B)(6) 2018 and (B)(6) 2018 and there was only 2 ml in the pump which led them to believe it was a pocket fill. The caller stated during that time the hcp had changed the drug concentration and increased the dose as well. The rep was to meet with the patient on the day of the call to increase their dose. The call stated on the date of the call that they went to see the patient to turn up their dose and the patient was ¿doing better.¿ on (B)(6) 2018, the patient¿s husband stated that the patient came in for a normal refill on (B)(6) 2018 around noon and the pump came in empty. The hcp¿s staff started the refill procedure, however they were not able to find the port so the managing hcp had to assist with the refill. The patient started feeling really bad around 3pm, became unresponsive, then had to go to the ICU for 8 days. Sometime between (B)(6) 2018, the patient¿s husband stated that the patient went to see the managing hcp to change the concentration from 2,000 mcg/ml to 500 mcg/ml and increase the dose from minimum rate to 100 mcg/day. The managing hcp had pulled back only 2 ml from the pump reservoir. The patient and the patient¿s husband were told by the managing hcp that since the pump had gone dry before the previous refill ((B)(6) 2018), the pump had overcompensated when they filled the pump and dumped 18 ml of drug into the pocket. The rep stated that the patient¿s husband had asked them if the pump could dump drug into the pocket. The rep told the patient that the pump would only do what it was programmed to do. The rep was not sure why the managing hcp told the patient it was a pump issue when they had confirmed it was most likely a pocket fill. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the drug partner on 2018-feb-22. It was reported that the brand of baclofen being delivered was gablofen at 260 mg/24 hours via transdermal needle puncture and the indication for use was reported to be spastic paraparesis. It was confirmed that the patient was unresponsive, ¿as reported in history ¿ I did not see how.¿ the reporter was ¿uncertain¿ regarding the pocket fill. Regarding the pump overcompensating and dumping 18 ml of drug into the pocket, it was reported that, ¿uncertain, pump was not checked for quantity at time of event. Pump had been let to run dry for 4-10 days prior to visit.¿ the reporter then stated the baclofen was not discontinued in response to the events, it was ¿decreased to keep open rate only¿ and the events were resolved. Details of the medical evaluation stated, ¿82 year old female whom suffered a thoracic spinal cord myelopathy with subsequent decompression in 6/2009. Patient was left with a severe lower limb spasticity.¿ brief medical history of the patient consisted of, ¿pump was placed in 2010 for spasticity. Patient seen for refill 2018 (B)(6) after pump was let run dry for 4-10 days.¿ concomitant medications and dietary supplements were reported as, ¿gabapentin, breo ellipta, hctz, omeprazole, levothyroxine, valsartan, potassium chloride, metoprolol, multivitamin, mylanta, calcium, biofreeze.¿ the patient¿s weight was reported. The patient¿s hospitalization occurred from 2018 (B)(6) to 2018 (B)(6) with the admitting diagnoses of encephalopathy, baclofen overdose, and pump failure, and the discharge diagnoses were baclofen toxicity, status epilepticus, and spasticity. There were no further complications reported/anticipated. Refer to pe 702415843 (pump failure, (B)(6) 2017) for omitted information

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-feb-05. It was reported that it was unclear if the pump had overcompensated or if there was a pocket fill. The medical team did not try to retrieve the drug at the time of admission. All indications is that the pump was dry on refill. The cause of the pocket fill was uncertain, the patient had extensive amount of adipose tissue. When asked about the cause of the empty pump the hcp stated, ¿previous physician may have not scheduled patient back appropriately or patient missed appointment.¿ actions/interventions taken to resolve the pocket fill consisted of the next refill being done with fluoroscopy. The pocket fill had been resolved and the symptoms of feeling really bad and being unresponsive had resolved. The patient¿s weight was reported. There were no further complications reported/anticipated.